Event description:
This lead was capped on (B)(6) 2011 as it had been fractured since (B)(6) 2010. The procedure took place at (B)(6) hospitial with dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).